Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the battery was found holding after charging, all the reading of battery was within the required specifications. It was noted that customer manipulated the pump during self-test, by entering the biomed code customer was able to clear the force sensor test error. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed force sensor test twice within a month. No patient consequences were reported. No adverse effects were reported.